Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose drive support disk. The insulin pump was unable to test for prime test and occlusion test due to motor error alarm. The insulin pump had a cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer was disconnected during prime. The customer stated that the insulin pump was dropped while changing the infusion set. The drive support cap is normal. Blood glucose value was 198 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.